Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 219, 183 and 169 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 03/31/2020 and test strips were recently opened (exact date unknown). The meter memory was reviewed for previous test result history (date/time not set): (B)(6).